Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported gripper line break resulting in a gripper actuation issue was confirmed via returned device analysis. The investigation concluded that the gripper line break resulted in the gripper actuation issue; however, a definitive cause for the gripper line break could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed for the suspected gripper line break. A gripper line break may result in leaving the broken portion of the line in the patient and/or the need for additional intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After placement of the clip delivery system (cds), when the clip was opened, the grippers did not raise. A gripper line break was suspected; thus, the cds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure, reducing mr to grade 2. There was no additional information provided.